Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "cautery would not work" (device inoperable). The nurse reported the cautery would not work. The rest of the system functions fine. The surgeon used a hand held cautery. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the cautery was nonconforming. The cautery (diathermy) pcb was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).